Manufacturer narrative:
Analysis was normal. No anomalies were noted besides procedural damage.

Event description:
New information received notes the right ventricular lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. The right ventricular lead perforated the cardiac muscle and pericardial effusion was confirmed via transesophageal echocardiography. The physician performed a pericardiocentesis procedure and repositioned the right ventricular lead on (B)(6) 2019. The patient was in stable condition.